Manufacturer narrative:
(B)(6) 2021. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported.

Event description:
It was reported that the ventilator during high flow therapy (hft) was not possible and had a 'low flow' alarm message displayed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. The service engineer (se) inspected the device and found that several parameter settings were made by the user and confirmed the 'low flow' the se could not duplicate the reported issue, and the unit passed all testing.

Manufacturer narrative:
B4:10jul2021. Information was received that the issue occurred during set up for use, and there was a delay to therapy due to the event. No patient harm was reported, and no medical intervention.